Event description:
The patient reported that the lead was only working 6-10% of the time, that it was curled and not pacing right. The patient was told that because of this the device battery may only last 4 years. The patient thought that the lead had been burned and that is why it curled. The patient stated that at a device check a burning sensation was felt that lasted for a week and now the patient feels tired and short of breath. The patient alleged that device adjustments caused atrial fibrillation (af) making the patient feel "lousy" and not able to walk at a normal pace. The device was adjusted again and the patient felt better with less af. Follow up confirmed that the lead does have slightly higher thresholds but that this is not uncommon with epicardial leads. It was noted that the patient only paces 6.7 % in the ventricle. There were no current issues noted and no plans for replacement. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.